Event description:
A capture anomaly and high pacing threshold were observed. Clavicular crush was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.